Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter displayed an error message (specific error # not recalled).the complaint was classified based on the customer service representative (csr) documentation. The patient reported that error message began to appear intermittently approximately 1 month prior to contacting lfs. The patient informed the csr that they manage their diabetes with insulin (no adjustments) and denied taking any action in regards to their usual diabetes management regimen due to receiving error message. The patient also denied developing symptoms, but reported that they took ¿extra oral medication¿ (2 tablets of metformin) as advised in a diabetes center. The patient denied that their blood glucose was tested with any other device. At the time of the call to lfs, the csr noted that the patient did not have testing supplies with them to determine which error message was appearing and were unable to troubleshoot the alleged meter issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged product issue caused and/or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical treatment for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (09/16/2014). The lay user/patient¿s meter and test strips have been returned on 08/12/2014 and 08/14/2014 respectively, and evaluated by lifescan product analysis on 09/09/2014 and 09/11/2014 respectively with the following findings:the meter was tested and the error message is observed in the error log, but error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.